Manufacturer narrative:
Company comment: the serious unexpected event of throat tightness, the serious expected events of swelling at implant site and dysphagia, and the non-serious expected events of pain, pruritus, hypoaesthesia and vesicles at implant site were considered possibly related to the treatment. Seriousness criteria includes medical interventions required to prevent permanent damage. The likely root cause includes a hypersensitivity reaction to the product, potentially linked to the patient's underlying predisposition to allergic reactions. The unexpected event of throat tightness is considered a secondary manifestation of expected hypersensitivity reaction. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible involvement of the product. The reported lot number was valid and verified the reported product. To date, this is the only case report received for this lot number. A repeat batch record review was completed. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch was manufactured and released according to the galderma quality management system. Additional information was requested from the reporter, however, no response was received. Based on the available information, the case does not indicate a non-conforming product or malfunction. The investigations performed are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2026 by a female patient of unknown age concerning herself. The medical history of the patient included civil disability, asthmatic, allergic reactions and other pathologies. Concomitant medications included unspecified asthma medications and pantoprazole [pantoprazole]. No information about previous filler treatments has been provided. On (B)(6) 2026, the patient received treatment with 2 ml of restylane lyft lidocaine (lot 22830-1) to the mouth area (unknown injection technique and needle type). The patient reported that the product administered was not suitable for the mouth and that double the appropriate quantity had been used. On the same day evening, the patient experienced pain (implant site pain). On (B)(6) 2026, the patient experienced throat closed (throat tightness), swelling (implant site swelling), pruritus (implant site pruritus), lack of sensitivity (implant site hypoaesthesia) both above and below, vesicles (implant site vesicles) on the lower lip and dysphagia (dysphagia). Due to the the events, the patient first contacted the out-of-hours medical service and subsequently went to an urgent care center (cau). From the cau, the patient was referred to the emergency room. The patient was prescribed treatment with unspecified corticosteroids, antihistamines, aerosolized preparations for the vocal cords and bronchodilators. As of (B)(6) 2026, the patient was still undergoing therapy and was expected to be further evaluated by an otolaryngologist, immunologist and allergist. Outcome at the time of the report: pain was not recovered/not resolved/ongoing. Throat closed was not recovered/not resolved/ongoing. Swelling was not recovered/not resolved/ongoing. Pruritus was not recovered/not resolved/ongoing. Lack of sensitivity was not recovered/not resolved/ongoing. Vesicles was not recovered/not resolved/ongoing. Dysphagia was not recovered/not resolved/ongoing. Tracking list: v.0 initial report v.1 fu received on (B)(6) 2026 from the patient herself. Case upgraded to serious. Events (throat tightness, dysphagia, implant site pain, implant site swelling, implant site pruritus, implant site hypoaesthesia and implant site vesicles) added. Suspect product updated from unspecified ha filler to restylane lyft lidocaine. Patient medical history, concomitant medications, suspect device volume, lot number, device and event locations, expiry date, event outcome and corrective treatment details updated. V.2 batch record review results obtained on 24-mar-2026. A follow-up attempt was performed without receiving a response. Final mir will be submitted.

Manufacturer narrative:
Company comment: the serious unexpected event of throat tightness, the serious expected events of swelling at implant site and dysphagia, and the non-serious expected events of pain, pruritus, hypoaesthesia and vesicles at implant site were considered possibly related to the treatment. Seriousness criteria includes medical interventions required to prevent permanent damage. The likely root cause includes a hypersensitivity reaction to the product, potentially linked to the patient's underlying predisposition to allergic reactions. The unexpected event of throat tightness is considered a secondary manifestation of expected hypersensitivity reaction. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible involvement of the product. The reported lot number was valid and verified the reported product. To date, this is the only case report received for this lot number. A repeat batch record review will be conducted to rule out potential non-conforming product, and additional case information will be requested. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 10-feb-2026 by a female patient of unknown age concerning herself. The medical history of the patient included civil disability, asthmatic, allergic reactions and other pathologies. Concomitant medications included unspecified asthma medications and pantoprazole [pantoprazole]. No information about previous filler treatments has been provided. On (B)(6) 2026, the patient received treatment with 2 ml of restylane lyft lidocaine (lot 22830-1) to the mouth area (unknown injection technique and needle type). The patient reported that the product administered was not suitable for the mouth and that double the appropriate quantity had been used. On the same day evening, the patient experienced pain (implant site pain). On (B)(6) 2026, the patient experienced throat closed (throat tightness), swelling (implant site swelling), pruritus (implant site pruritus), lack of sensitivity (implant site hypoaesthesia) both above and below, vesicles (implant site vesicles) on the lower lip and dysphagia (dysphagia). Due to the events, the patient first contacted the out-of-hours medical service and subsequently went to an urgent care center (cau). From the cau, the patient was referred to the emergency room. The patient was prescribed treatment with unspecified corticosteroids, antihistamines, aerosolized preparations for the vocal cords and bronchodilators. As of (B)(6) 2026, the patient was still undergoing therapy and was expected to be further evaluated by an otolaryngologist, immunologist and allergist. Outcome at the time of the report: pain was not recovered/not resolved/ongoing. Throat closed was not recovered/not resolved/ongoing. Swelling was not recovered/not resolved/ongoing. Pruritus was not recovered/not resolved/ongoing. Lack of sensitivity was not recovered/not resolved/ongoing. Vesicles was not recovered/not resolved/ongoing. Dysphagia was not recovered/not resolved/ongoing. Tracking list: v.0 initial report: v.1 fu received on (B)(6) 2026 from the patient herself. Case upgraded to serious. Events (throat tightness, dysphagia, implant site pain, implant site swelling, implant site pruritus, implant site hypoaesthesia and implant site vesicles) added. Suspect product updated from unspecified ha filler to restylane lyft lidocaine. Patient medical history, concomitant medications, suspect device volume, lot number, device and event locations, expiry date, event outcome and corrective treatment details updated.